Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to wide morphology and oversensing. Automatic setup selected primary vector and all three vectors passed. Technical services (ts) recommended considering exercise testing of alternate vector. This electrode remains in service. No adverse patient effects were reported. R3128.